Manufacturer narrative:
No injury has been reported; post-explantation pathology review is underway. Inspection of the implant photos provided notes most of the nm surface is not present. No implants have been made available for analysis; conclusion not yet available. Review of labeling: possible adverse events: delayed union or nonunion (pseudarthrosis).

Event description:
The patient underwent spinal surgery on (B)(6) 2020, l5/s1 plif (caudal to a l1-5 llif) with ventura nanometalene. Upon revision surgery for pseudarthrosis, it was noted that the nanometalane coating had almost completely been removed from the peek interbody.